Event description:
It was reported that the patient received vibratory alert. Upon interrogation, high pacing impedance and high capture threshold were noted. Lead was found to be dislodged and physician elected to explant and replace the lead.

Manufacturer narrative:
No medwatch form was received.